Event description:
It was reported this ureteral stent migrated to the pt's renal callex several months post procedure. No further info regarding the circumstances surrounding this event are available. The device was not returned to this facility. Therefore, no failure analysis is available.